Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and provided x ray images are insufficient for the hcp evaluation. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. However, on the available x rays medical opinion was sought from an experienced independent medical expert as below. The x rays do not show any factor that could explain pain as such. The implant is well-fixed and well-positioned on both the humeral and glenoid side. More detailed information or clinical information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided the investigation report will be reassessed.

Event description:
As reported: subject: 08-003 phs stemless study unexpected pain. She reports that she has started to notice some pain and discomfort with daily activities like reaching behind her for hygiene. She also reports pain when raising her arm overhead. She is unable to use her right arm to lift anything. CT was ordered and results were reviewed with the subject. CT results: bony remodeling along the anterior proximal humerus. No evidence of gross loosening. Minimal degenerative changes of the acromioclavicular joint. Prominent anterosuperior glenoid osteophyte formation adjacent to the peripheral margin of the glenosphere. Surgical clips noted within the right axillary region without lymphadenopathy. Visualized right lung field demonstrates scattered groundglass opacities in the upper lobe anteriorly. Atherosclerotic vascular calcifications. No joint effusion or periarticular fluid collection. No evidence for acromial stress fracture. ".

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: subject: (B)(6) phs stemless study. Unexpected pain. She reports that she has started to notice some pain and discomfort with daily activities like reaching behind her for hygiene. She also reports pain when raising her arm overhead. She is unable to use her right arm to lift anything. CT was ordered and results were reviewed with the subject. CT results: bony remodeling along the anterior proximal humerus. No evidence of gross loosening. Minimal degenerative changes of the acromioclavicular joint. Prominent anterosuperior glenoid osteophyte formation adjacent to the peripheral margin of the glenosphere. Surgical clips noted within the right axillary region without lymphadenopathy. Visualized right lung field demonstrates scattered groundglass opacities in the upper lobe anteriorly. Atherosclerotic vascular calcifications. No joint effusion or periarticular fluid collection. No evidence for acromial stress fracture. "